Manufacturer narrative:
Diopter: -8.50, (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -08.50 diopter implantable collamer lens in patient's right eye on (B)(6) 2014. Low vault was noted. The lens was explanted on (B)(6) 2016 and exchanged for a longer length lens. This resolved the problem. On (B)(6) 2016, patient's last visit; ucva was 20/20.

Manufacturer narrative:
Corrected data: (B)(4). Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens container, and there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).